Event description:
It was reported that the device would not communicate with the pcu and that there was an issue with the flash board. There was no reported patient involvement.

Manufacturer narrative:
Correction: event has been determined to not be reportable, please disregard previous report.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not communicate with the pcu and that there was an issue with the flash board. There was no reported patient involvement.